Event description:
Reportedly, a crosser catheter was advanced over the subject guidewire to treat a cto lesion at superficial femoral artery, which the guidewire tip 1-2 mm had been confirmed being advanced into pseudo lumen, the distal end of the guidewire was broken and unk length of the tip of polymer jacket remained in the pseudo-lumen. A stent was placed for treating the pseudo lumen and the separated plastic jacket at the physician's discretion. Patient is in stable condition and will be monitored.

Manufacturer narrative:
Initial information obtained through the manufacturer of the crosser catheter, reporting that physician advanced the catheter while noticing the bend of the tip of guidewire in the vessel, that the company staff on site advised the physician of possible damage to the guidewire in case the catheter is advanced in such condition, nevertheless the physician continued the advancement of catheter. IFU of the crosser catheter prohibits the use of plastic-covered guidewire in combination with the catheter. Follow-up information obtained through the guidewire distributor revealed the guidewire had been disposed at the hospital, that the guidewire tip approx 2 mm was advanced into the pseudo lumen when the physician advanced the catheter over the guidewire. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other product experience report was received for this lot. It is inferred that event occurred due to inappropriate handling of the catheter device that was used in combination with this guidewire, despite the company staff's warning for the possible complication.